Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer reported problem was confirmed. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receiving error code 210.5020, on 8100 s/n (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receiving error code 210.5020, on 8100 s/n (B)(4). Explained problematic error fault associated with device. Customer to interchange the display board with known good board to isolate problematic fault. Customer given the part number to display board to repair/replace. Informed customer, if any further concerns and/or issues to give a call back. End call.